Event description:
Pt was having anterior and posterior spine fusion for scoliosis. In the course of the anterior portion of the procedure, bp and o2 sats dropped precipitously (there was no bleeding occurring at the time). Remainder of procedure was aborted and wound was rapidly closed. Pt treated with albuterol, epinephrine bolus and drip, and placed on a ventilator for 24 hours. Subsequent rast test done was highly positive. On 3/13 pt underwent posterior portion of procedure in a latex-free environment uneventfully.